Event description:
Boston scientific was notified that a pt with known history of carotid aneurysm underwent an embolization or left periophthalmic/superior aneurysm in 2003. Following the procedure pt had a decreased loc. An emergent craniotomy was performed. Pt was transferred to nicu. Their neurologic status did not improve and pt was made a no code. Pt expired the next day.